Event description:
Consumer noticed that the co was selling a muscle stimuator as product #721-133. Consumer said that other company, lente k, uses same techniques in their t.e.n.s unit, however lente k, sells their device as prescription only. Consumer called as to another device also sold by the co which apparently has an equivalent being sold as a prescription device.